Manufacturer narrative:
Despite multiple requests, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Despite multiple requests, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted tool markings on the subcutaneous implantable cardioverter defibrillator (s-ICD) casing and also cracking on the polymer header. The s-ICD passed all electrical tests and normal device operation was noted during analysis. The cracking of the header may have been induced but no conclusive cause was determined. Based on the evidence of the swollen case, the most likely cause was exposure to excessive heat post-explant. There was no characteristics of the s-ICD that would have cause or contributed to the clinical observation of an infection.